Event description:
The pt went for placement of a watchman device in the ep lab. The watchman was deployed without any complications. It was then noted at that time, there was a tissue that was mobile on the surface of the delivery sheath approximately 10-15mm from the tip of the delivery sheath. When the inner cannula that carried the watchman was pulled back and negative pressure was then placed on the side arm for the bigger delivery sheath, the tissue was sucked into the body of the delivery sheath. It was watched on intracardiac echo and transesophageal echo throughout the whole maneuver. It was then brought back across the spectrum into the r atrium: however, the distal tip of the tissue was caught in the tract and sealed the transseptal tract. A small piece was left in the sheath and removed. An intracardiac echo demonstrated a small protrusion of the tissue on the l atrial side and a larger piece on the r atrial side. No mobile pieces were noted to be dislodged in the r atrium or l atrium using transesophageal echo as well as intracardiac echo. The sheath was then removed and the access point perclosed. An act of between 200 and 350 was maintained throughout the whole case. At the time that the tissue was noted act was 268. Protamine was then given. The rest of the sheaths were then removed. The pt otherwise tolerated the procedure well without any other complications. He was discharged home late (B)(6) in stable condition.